Event description:
International affiliate reports the valve was explanted in 2002 as the doctor could not control the intracranial pressure. CT scan taken in july 2002 revealed a piece of the sensor was left in the patient.